Manufacturer narrative:
D10 concomitant products: lf1923, jaw open lf1923 ligasure maryland 23cm (lot#: unknown), vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during modified radical hysterectomy, the device metal fragment was discovered to have fallen out after the surgery. A part was detached. It was unclear whether it was a part of the device and it was discovered after the operation had ended, so it was unknown when it fell. The piece did not fall into the patient cavity and x-ray was not performed. Another device was properly used with the same generator. Since the operation had already concluded, the device itself worked without any issues. A replacement was not necessary. There was no additional procedure required. There was no patient injury.